Manufacturer narrative:
Concomitant medical products: product ID: 9735773, lot #: 1836, ubd: unknown, UDI #: unknown. A medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced. The returned battery was analyzed. It was tested (54.5v) with the accompanying ups for a 24hr period. The ups did shut down, as programmed, due to the battery overheating. The ups was then tested for an extended testing period with a known good battery and tested as normal. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system shutdown unexpectedly. There was no patient involved. Additional information was received. It was reported that the system was plugged in to a known functional outlet when the issue occurred.